Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level ranged between not impacted and 301mg/dl. After performing a supply change a correction bolus was delivered to address the bg level. A system check was performed using the current supplies and the occlusion was found to be within the infusion tubing. After performing an infusion tubing change an additional occlusion alarm occurred.